Event description:
Customer has reported excessive linting in these packs. Physicians are picking lint out in post op checks. No pts have been compromised nor any reported infections as the result of the linting.